Event description:
It was reported that low, out of range, high voltage lead impedance was observed. The high voltage lead impedance measured normal during successful induction test. Fluoroscopy revealed a bend in the lead. The high voltage lead impedance measured low during pocket manipulation. The lead was explanted. Post-extraction, insulation abrasion was seen in the area of the bend.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. A partial lead with the distal tip measuring 46.0cm was returned for analysis. External insulation abrasion was noted at 41.2-41.7cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was intact at this location. External insulation abrasion was noted at 39.1-39.8cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was abraded and a rv conductor separated at this location, consistent with the field observation of low hv lead impedance.